Event description:
It was reported that pump housing was cracked, including near back of pump, which caused pump screen to crack and no longer be watertight, exposing internal components to dust and moisture. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional information was received regarding any corrective actions or outcome of event.